Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet displayed no screen activity and failed to power on despite having charge and showing a solid green led while on the charger, which was consistent with a hardware screen or power/display malfunction. Symptoms included no device display response. Outcomes included replacement of the device. Investigation included customer troubleshooting and verification of charging status and inspection of the returned device. Investigation of this device revealed that the unit remained unresponsive with an illuminated charging indicator, consistent with a device malfunction localized to the display or related power/display circuitry. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.